Event description:
It was reported that resistance was experienced during the fill process. There was no reported adverse impact to the customer's blood glucose level. Both a syringe needle and cartridge change were performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.